Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709 ,lot# l66211, implanted: (B)(6) 1999, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown concentration of morphine at 5 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was having an MRI to check on the placement of the catheter tip. It was stated that there was a "lipoma" at the tip of the catheter, however the hcp had no further information. No other symptoms were reported and the event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.